Event description:
Pt implanted with lcp condylar plate, screw and cables for a comminuted midshaft right femur fracture. Pt experienced postop breakage of the plate, a broken screw head and two loose cables. Hardware was removed. Pt was revised to a larger plate, along with screws, cables and possible allograft strut. This is the 2nd of 4 reports submitted on this event.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Pt will retain hardware. Device will not be returned to synthes for investigation. This info was not provided during initial report. Add'l info has been requested. Synthes is unable to determine 510(k)# without a part number or lot number.